Event description:
Additional information received from the patient's mother that she does not want to have the vns replaced as since it's been off the patient's gastrointestinal issues (used to regurgitate when eating and irregular bowel movements) have improved. Per the physician's assessment, the cause of the gastrointestinal issues are unclear, the patient is also diagnosed with hiatal hernia which can cause swallowing difficulties or gastrointestinal upset. The patient is seeing gastroenterologist and is on omeprazole. The intervention is for comfort and could also prevent reflux irritation of esophagus. Since the device has been programmed off, the patient has experienced an increase in seizures therefore they will now be moving forward with surgery, but no known surgical intervention has occurred to date.

Event description:
Additional information received noting that the gastrointestinal issues were assessed to not be vns related. The patient's device was disabled but the gastrointestinal issues persisted which is when the physician concluded the issues to not be related.

Event description:
Additional information received noting that the patient underwent a full revision due to high impedance. It was noted that it appears that the patient manipulated the lead as twisting was observed. The suspect device was discarded.

Event description:
Patient seen in clinic and presented with high lead impedance. The patient was referred for x-rays and to neurosurgery. The patient's mom believes that the device has not been working properly for about a year as every time while driving they would go over a bump something would happen to the patient's neck and the patient would scream(patient is non verbal). But the patient's device was not checked until their office visit in (B)(6) 2023. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.